Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support.